Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's system board was replaced to address the issue.